Event description:
The customer observed falsely elevated alinity I total psa which questioned by the physician on one male patient. The results provided were: on (B)(6) 2022 (B)(6). Initial=8.34 ug/l /repeated=0.2 ug/l /on siemens=0.2 (no unit of measure provided) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for patient information, patient identifier (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of alinity I total psa, reagent, lot number 40254fn00. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot 40254fn00. All specifications were met indicating the lot is performing acceptably. Device history record review of lot 40254fn00 did not show any potential non-conformances, or deviations. A labelling was reviewed and found to adequately address the issue. Per product labelling serum psa concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. The psa value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures such as dre. Based on the investigation, no systemic issue or deficiency of the alinity I total psa assay, lot number 40254fn00 was identified.